Manufacturer narrative:
Patient information received. Patient age or dob asked but unknown. Initial reporter name and occupation updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information regarding this event. It was reported that the new resident that downloaded this exam from pacs, unplugged the machine too soon after downloading and the patient file did not open fully in all applications. This is a known issue at this account. When the system loses power after being unplugged on the way to the or after downloading an exam, the result is an incomplete or completely absent exam even though it appeared to be loaded before unplugging. A manufacturer representative has posted directions for proper shutdown on all navigation systems that would ensure patient files remain loaded while in route to the or. The account does not have a service contract for repair and does not wish to pay to have this issue resolved. Since then, the clinical specialist has downloaded this patient with the same navigation system and had no issues with incomplete exams (no 3d model previously) after shutting down properly. It was also noted that battery life was low on the system.

Manufacturer narrative:
Patient information was not available on the date of filing. Serial number not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure, the 3d model was blank and the non-invasive patient tracker was floating in air. The account tried to register the patient, but were not successful. This caused a 5 minute delay and the surgeon decided to abort the use of navigation. Surgeon did not require navigation for the case and there was no other patient impact.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software was functioning as designed. Analysis found no failure. If information is provided in the future, a supplemental report will be issued.